Manufacturer narrative:
According to the customer, they resolved the issue by replacing the uninterruptible power supply (ups).

Event description:
The customer reported communication loss (comm loss) on their central nurse's station (cns). There was no patient injury reported.